Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). At this time, carefusion has not received the suspect device components.

Event description:
The customer reported the uim (user interface model) display went blank while using the avea ventilator. The customer reported after they uploaded the software, the unit worked for awhile, and it went blank. The customer reported no information on the screen, only the leds (light emitting diode) on the membrane panel were lit up. The customer reported troubleshooting by replacing the uim cable, but the issue was not resolved. The customer cross checked by installing a known good working uim and the issue was resolved. The customer reported no patient involvement associated with this event.

Manufacturer narrative:
Result of investigation: the carefusion failure analysis (fa) representative (rep) received the suspect device with visual signs of physical damage. The carefusion fa rep determined the root-cause most likely to be a damaged encoder cable, damaged lcd (liquid crystal display) cable or dislodged backlight inverter connector. A second instance of blank screen is confirmed to be due to a corrupt boot-loader that is a known issue that can only occur at start up and would be unlikely to result in patient harm or injury. This issue has been corrected by an internal investigation.